Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the main keypad assembly and after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on during the daily check of their device. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly. Physio determined that the cause of the reported issue was due to contamination. The contamination caused excessive oxidation around the power button and between the carbon trace and the star dome of the power button. It was also observed that the contaminant contained chlorine.

Event description:
The customer contacted physio-control to report that their device would not power on during the daily check of their device. There was no patient use associated with the reported event.